Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, externalized conductors were observed via diagnostic imaging on an inactive capped lead. The lead remains in-situ.